Event description:
Caller reported a malfunction on the pump with a displayed malfunction code ¿malf 16.¿ there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and that training would be available through their tandem source account. The problematic pump was to be returned via ups within 10 days using a provided return box and pre-paid label, and the customer understood all instructions. Reportedly, the customer reverted to an alternate method of insulin therapy.